Event description:
During a prstatectomy procedure clips malformed and some clips were delivered in open shape. Another device was used to complete the case. There were no adverse consequences to the patient.